Event description:
Ous MDR - it was reported that this lead was explanted due to noise and inappropriate shocks. The device was also changed as the battery voltage was low with expected eri.

Manufacturer narrative:
The ICD and the lead under complaint were returned and subjected to a thorough analysis. Upon receipt, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise could be confirmed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The lead under complaint was found cut approx. 12 cm and 24 cm distal to the is-1 connector pin. The proximal, the medial and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragments. Particularly on the distal lead fragment near the rv shock coil the insulation was rubbed through. This damage can be considered as the root cause of the clinical observations reported in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with a nearby lead or modified tissue. Furthermore significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion are conceivable. Tortuous cardiac anatomy and high activity levels of the patient are also known contributing factors. In the further course of the visual inspection cuts in the insulation, a fractured conductor cable to the ring electrode and deformations of the shock coils were observed. These damages most likely resulted from the extraction procedure. Due to the extent of the extraction damages the mechanical analysis was not feasible. The electrical measurements confirmed a broken contact of the conductor to the ring electrode as determined during the visual inspection. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.